Event description:
Plantiff alleges sensitization to latex and is at risk of suffering anaphylactic reactions when in contact with natural latex. Further alleges experiencing rhinitis, conjuctivitis and full-blown anaphylaxis with severe broncho-constriction, generalized urticaria, full body excema and hives and dyspnea.